Manufacturer narrative:
(B)(4). The carefusion field service representative (fsr) went on-site to evaluate the suspect device. An investigation was performed and the reported issue was unable to be duplicated. The suspect display service kit was replaced and sent to the failure analysis laboratory for further evaluation. Results of investigation: the suspect display service kit was returned to carefusion¿s failure analysis laboratory. An investigation was performed and unable to be duplicated. The unit was working was intended with the icons on the screen working appropriately. The unit was calibrated and was running for couple of hours with no failures being reproduced.

Event description:
The customer reported while using the vela ventilator; the touchscreen of the unit was not responding. The issue occurred during patient use. The customer reported the unit was removed from the patient and placed on another ventilator. The customer reported no patient consequence is associated with the event.